Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown mg/dl at the time of the call. The customer stated that they took the batteries out and reinserted them but the issue was not resolved. The customer stated that the insulin pump fell but never hit the floor. Furthermore, the customer states that they think night sweats may have contributed to the issue with the keypads not functioning as designed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform the operating current test or verify the battery out limit alarm due to the unresponsive buttons. No moisture damage was noted on the electronic assembly. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.